Event description:
It was reported that this right atrial (ra) lead was implanted for a day and subsequently explanted due to out of range impedance measurement. This ra lead was replaced with the same model. No additional adverse patient effects were reported. This ra lead will not be returned.

Event description:
It was reported that this right atrial (ra) lead was implanted for a day and subsequently explanted due to unknown reason. This ra lead was replaced with the same model. No additional adverse patient effects were reported.